Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an all-inside acl reconstruction procedure it was noticed that the seal of the ultrabutton adjustable fixation device package is not continuous so the implant was not sterile anymore. Unknown how was the procedure finished since there was no s&n backup available. Surgical delay or less than or equal to 30 minutes. No injury to patient reported due this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the heat seals visual integrity, workmanship standard found that all sealed surfaces are inspected for the presence of under-seal areas along the seals. If there are any unsealed areas, reject the part. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an ¿all-inside¿ acl reconstruction procedure is was noticed that the seal of the ultrabutton adjustable fixation device package is not continuous so the implant was not sterile anymore. The procedure was completed with a competitor device, surgical delay of less than or equal to 30 minutes and no patient complications.